Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap and the end cap sticker were missing completely. The blood glucose reading was 80mg/dl. No further information was provided.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump received with missing end cap sticker.